Event description:
Controls for the bed alarm were not working correctly on one side of the bed. The bed alarm could only be activated from the other side. The bed alarm was activated but did not alarm when patient attempted to get out of bed.